Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. The patient emailed the manufacturer representative (rep), reporting that they were having a few problems with their stimulation. They stated they turned it on in the morning ((B)(6) 2018) and it was working great, but when they came home they slipped in the bathtub and they keep trying to adjust each program while sitting up or laying down, but they didn¿t feel their stimulation at all. They asked the rep if it was possible if the leads weren¿t making contact with their nerves in their back. The rep saw the patient¿s email the next day ((B)(6) 2018) and stated that if they increased their stimulation past where they felt tingling before and they weren¿t feeling anything, then it was possible something could have happened to the leads during the fall. They stated that they would have to evaluate their system further and asked them if they were available to meet in the doctor¿s office today ((B)(6) 2018) around 2:30pm. It was reported that the patient fell in the bathroom yesterday and since then, they were unable to feel any stimulation when adjusting their stimulation intensity up. No troubleshooting or actions/interventions have been taken yet. It was reported that the rep was setting up a time to meet with the patient in the medical doctor¿s office. The issue was not resolved at the time of the report. No surgical intervention occurred or has been planned. The event occurred on 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that impedance check showed within normal limits. The patient had adjusted pulse width on all programs down to 80 so intensity was not allowing her to increase enough to perception. The patient was now feeling tingling in all groups where she needed it. The issue was considered resolved.